Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to available information in medwatch mw5171203: it was reported that the patient underwent a surgical procedure to explant a coloplast device for unspecified reasons. All components were removed and replaced with an inflatable penile prosthesis (ipp). No additional information was provided.